Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient experienced increased side effects with tingling and dyskinesias. He needed to turn his system down from the previous settings. Impedance checks were done in clinic to troubleshoot. No actions or interventions were taken to resolve the high impedances and the cause was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v641328, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v853915, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that a patient whose indication for use is parkinson's dual and movement disorders had impedance with primary cell device from (B)(6) 2014 which were as follows: c/8 around 1456, c/9-4200, c/10-4077, c/11-3163, 8/9-4798, 8/10 - in 4000s, 8/11- in 4000s, 9/10-8971, 9/11-7500, 10/11-7300, c/0-1485, c/1-1457, c/2-2724, c/3-2469, 0/1-2001, 0/2-3680, 0/3-3534, 1/2-3416, 1/3-3416 and 2/3-4486. Further follow-up is being conducted to obtain information about symptoms, troubleshooting, actions/interventions taken and cause. If additional information is received a supplemental report will be submitted.